Event description:
It was reported that during an in-service on the endo hem-o-lock appliers onsite in theatre on (B)(6)2019 , that one of the endo hem -o-lock removers' jaws had broken during a procedure.

Manufacturer narrative:
Qn#(B)(4). Upon review of the device history records for the affected lot number , we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. Visual inspection showed bent pushrod and broken hinge. Root cause cannot be determined. Possible root cause is that the broken pin as well as the bent pushrod were caused by overload. No further measures will be initiated. We will continue to monitor and trend similar complaints.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an in-service on the endo hem-o-lock appliers onsite in theatre on (B)(6) 2019, that one of the endo hem -o-lock removers' jaws had broken during a procedure.